Event description:
Upon placement of the pain catheter, the tip of the catheter had broken off in the anterior part of the right thigh. The anesthesiologist went to place the catheter, but it did not thread into the patient as expected and that when the catheter and needle were withdrawn, the tip of the catheter remained "stuck" in the patient and broke off. The physicians discussed the need to remove the tip. A small incision was made and dissected and the tip of the catheter was found and removed.manufacturer response: I-flow was contacted and is opening up a complaint report right away. We will be sending the defective catheter back to the company for further investigation. Today, we were informed that the exact same type of event occurred with a different lot number.